Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "- option not found. - need to update the activation key." Health impact: no clinical signs, symptoms or conditions were reported. The problem was identified during non-clinical procedure.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: esm board was identified as defective component. The replacement of the esm board solved the issue. Corrected: h6 section imdrf codes were updated/corrected.